Manufacturer narrative:
Unit passed displacement test; it then failed self test returning a pump error 75. After further examination of the unit¿s interior, pcba1 shows signs of previous moisture presence and corrosion around the battery connectors, along the bottom of the board, and on the back of the lcd screen. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails. (B)(4).

Event description:
The customer reported via phone call that their insulin pump got in the water and got flooded. The customer¿s blood glucose was unknown. Troubleshooting was done for fluid expose. Customer reported that the type of moisture exposure was pool water. Customer stated they do not hear fluid when shaking the insulin pump. Customer stated they see fluid under the lcd. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.